Manufacturer narrative:
Correction: fresenius concomitant products were not involved.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that a patient had started treatment and the blood leak alarm occurred. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The nurse stated that the blood leak occurred 1-2 minutes into treatment. The tablo machine alarmed appropriately. Fresenius bloodlines were not used in this event. Blood leak test strips were used and test positive. The blood leak was noted as being an external blood leak. There was no defect or damage seen on the dialyzer. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.